Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the left ventricular lead exhibited dislodgement and failure to capture. The lead was capped and replaced on (B)(6) 2021. The patient was stable.